Manufacturer narrative:
.

Event description:
It was reported that the pt's pump had moved for the third time; and she will be having surgery in 2009. The pt does not want the pump removed and stated "she cannot function without the aid of the pump." She stated she has a rare form of bone cancer to where the bones fracture easily and do not heal. The pump has fallen about 2 inches and she has a dime size lesion on her skin. The pump is for l3 and up only. The pt is also on oral medications. The pt is able to see the whole outline of the pump, starting 1 week ago, and it is very painful. The drugs used in the pump are: marcaine, clonidine, and dilaudid (hydromorphone). See also MFR report #'s 2182207200804398 and 2182207200804397.